Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's attorney reported via phone call that the insulin pump buttons were harder to press. The customer's blood glucose value was unknown. Customer stated insulin pump had crack in casing and battery compartment was super glued. Customer stated insulin pump reject new battery and sometimes buttons had to press twice. Customer stated insulin pump had unexplained no delivery alerts due to site issue. The insulin pump will not be returned for analysis.